Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that reprogramming the ins had been difficulty and that the manufacturer representative was unable to decrease the patient¿s back pain. An x-ray was taken and it was determined that the leads had moved from t7 to t8. Reprogramming was performed again and the patient had a follow-up with their healthcare provider (hcp) the next week. It was also reported that the battery site was uncomfortable and it was difficult to charge. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the difficulty recharging was due to the way the battery is positioned in the patient's back. The patient plans to visit the topic of a possible revision at their next appointment. The recharging issue was not resolved and would be addressed in the next few weeks. No further complications were reported.